Event description:
The buttons in the pump are difficult to press and has skipping screens. The customer also reported high bgs. During the call the customer stated that they were hospitalized for high bgs. The customer changed the set and took a bolus. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Instructed the customer to change the site and use manual injections per md protocol.